Event description:
It was reported the camera head had sealing issue. The issue had occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned for inspection and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: head cable had a leak, and the cable was punctured, wear on the optical connector and slight corrosion in the same area, poor watertightness of the cable unit. A definitive root cause for the could not be identified. Based on the results of the investigation damage or deterioration of parts due to wear and tear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.